Manufacturer narrative:
The lot number and date of manufacture are not included in this report due to the information related to the specific lot number not being provided by the facility who reported the complaint.

Event description:
Our team has experienced issues with the adhesive not sticking well and the gown falling down their shoulders mid procedure.